Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: (B)(6) 2019, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a perforation occurred resulting in tamponade and pericardial effusion. A code blue was ordered, and a paracentesis was done. The patient¿s blood pressure dropped but came back quickly with the paracentesis. The patient was taken into surgery. Several days later, a transvenous ipg system was implanted. No further patient complications have been reported as a result of this event.